Event description:
A medical facility reported that their precision pcx had an inaccurate reading of 422 mg/dl and that reading was compared with a laboratory result of 734 mg/dl. When plotting the both results on a parkes error grid, the precision pcx meter reading result fell out of the range. Both results were from a pt who was diagnosed with diabetic ketoacidosis, but that pt diagnosis was not related to the device issue. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The medical facility's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. In addition, they were informed that the package insert of the precision pcx meter states the readings may be erroneously low for patients with severe hyperglycemia with or without ketoacidosis. They understand what happened and do not wish to have the meter replaced.

Manufacturer narrative:
The customer's meter was returned and extended investigations have been completed. The meter was manufactured on 22nov2004. No issues were observed upon physical inspection however, the meter would not power on. The circuit board was replaced which corrected the power issue. In addition, a device history review of the meter and test strips were requested and performed. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. The device history review for test strip lot# 6a8k4g indicated the strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Event description:
Customer reported that on (B)(6) 2010 the test did not start on her freestyle freedom lite blood glucose meter. She further reported experiencing weakness, ataxia and an inability to stand up by herself. She further reported a subsequent loss of consciousness. Paramedics were called and transported customer to a local healthcare facility where customer's blood glucose was checked (results not provided), a diagnosis of severe hypoglycemia was made, an intravenous infusion of glucose was given and customer was given a diet to follow. Customer was admitted for a four day hospitalization. There was no report of death or permanent injury associated with this event.